Manufacturer narrative:
H11: through follow-up communication with the customer, livanova learned that the error code displayed was e10 (related to to defective ram) and not e11 as initially reported. A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. The unit passed all functional tests, therefore it was returned to service. Most likely the cause of error code e10 on the electronic gas blender is an internal fault within the gas monitoring unit. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in israel. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electronic gas blender gave an error message (e11 code) associated to ram (random access memory)/ram monitoring faulty. There was no patient injury.

Manufacturer narrative:
Complaints database review revealed no further similar events since unit¿s installation. No concerning trend was highlighted for reported failure mode. Based on investigation findings, it cannot be ruled out that the reported event was due to a temporary electronic failure of the device, that was definitely fixed during service activity. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.